Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on 08/20/2024 from the vsx 20-03 study database: on (B)(6) 2023, this 61-year-old patient underwent endovascular treatment for a true aneurysm in the hepatic artery. The patient was symptomatic at the time of implant. Two gores® viabahn® endoprosthesis with propaten bioactive surface devices were successfully implanted. An anticoagulant was used in the procedure. The vsx target vessel access was successfully obtained and all catheters successfully removed. At the end of the procedure all devices were patent. On (B)(6) 2024 it was noted the patient had a stent occlusion related to a stent thrombosis and is registry device related. No intervention or medication was used for this adverse event at this time.

Manufacturer narrative:
Emdr section h6 codes updated to reflect results of investigation. D12 code used for: according to the gore® viabahn® endoprosthesis with propaten bioactive surface instructions for use (IFU), possible adverse events and complications that may occur with the use of this device, or in any endovascular procedure and require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel.